Event description:
A confirmed motor stall noted in the pump logs with no recovery was reported. Patient had MRI or other medical procedure. Per the healthcare provider (hcp), patient had been away from MRI for 25 minutes. Drugs delivered via the device were reported as 'other'. Additional information has been requested; a follow-up report will be sent when it is becomes available.

Event description:
Additional information received later indicated that the pump did recover within two hours; 'thought it only took around 20 minutes'. Patient did not experience any symptoms and was 'doing perfectly fine now'.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter-access port kit model: 8709sc, lot #: cs2400, implanted: (B)(6) 2011, explanted: unk; catheter rev kit model: 8578, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk; programmer model: 8709sc, serial #: (B)(4).

Manufacturer narrative:
Programmer model for serial# (B)(4) was 8835, and not (B)(4) as previously reported.

Manufacturer narrative:
(B)(4).